Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the helix mechanism was not extending or retracting, and high impedance with no capture was seen. The physician decided to finish the procedure with another lead. The attempted lead was damaged during conduction system pacing. This lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the helix mechanism was not extending or retracting, and high impedance with no capture was seen. The physician decided to finish the procedure with another lead. The attempted lead was damaged during conduction system pacing. This lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.